Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "excessive heating lower & outer fiber moving" at 59,176 joules and 06:27 minutes of usage. The fiber was replaced and the second fiber exhibited "excessive fiber life activity" at 140,000 joules and 20:00 minutes of usage. The fiber was replaced and the case was completed with the third fiber. Patient outcome: no injury reported. This report is for the second fiber.